Event description:
It was reported that this right ventricular (rv) lead presented a fracture when it was examined by x-ray imaging, however no measurements showed any anomalous behavior. The device remains in service. No additional adverse patient effects were reported.